Event description:
The customer originally returned their olympus duodenovideoscope due to the forceps elevator wire being completely cut off. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that foreign material was in the gap at the distal end of the device. This report is being submitted to capture the foreign material noted during the evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, the wire was cut. Additionally, as noted in describe event or problem, the foreign material was discovered. It was also noted that the objective lens, cover, grip, universal cord, and connector were all scratched. The adhesive was detached. The insertion guide protector was cut. The cylinder as well as the forceps channel port were both shaved. The light guide cover glass as well as the cover were dirty. There was wear and tear on the angle wire causing the device to fall out of specification. Damage was also noted to the charged coupled device unit. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation and to correct d9 and g3. Correction to d9 of the initial medwatch. Date returned to manufacturer was 08-feb-2022 (utc). Correction to g3 of the initial medwatch. The aware date should be 08-feb-2022 (utc). Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. The device was returned to olympus for inspection, and reportable malfunction was confirmed. Additionally, the repair center found the following. -object lens was scratched. -forceps elevator wire was cut. -the benfing sectin rubber glue was detached. -image guide protector was broken. -cover was scratched. -grip was scratched. -suction cylinder was shaved. -biopsy channel port was shaved. -switch keytop was scratched. -universal cord was scratched. -light guide cover glass was dirty. -scope connector was scratched. -angulation range was failed to meet the standard value. -angulation control knobs was played. -low resolving power. -plastic cover was dirty. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause was not able to specify. The event can be detected/prevented by following the instructions for use which state: all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.